Manufacturer narrative:
Engineer's evaluation relayed "instrument DHR shows that the instrument was manufactured in 2011 with no noted issue. No other complaints for this type instrument noted in system. (B)(4) has been known for using high levels of ph in sterilization process and could lead to oxidation of instrument after numerous cycles. Instrument was used beyond it's useful life." Review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional issues reported for this lot. Review of complaint history found no additional issues reported for item: 939999443 / lot: f2sac4 combination. Investigation results relayed to biomet UK via etq. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a bending iron for k-wires is rusting after processing at synergy. There was no patient injury or delay in a procedure. Requests for further information have not yet been answered.